Event description:
One of the flanges of the right sided screws were broken but was able to be removed. On the left side multiple flanges of the screw were broken. The locking screw was able to be removed but the shaft of the left screw was not able to be removed as it embedded into the bone. No patient harm: plan of care did not change as a result of the event. The device had been in place for approximately one year.what was the original intended procedure?cervical pseudoarthrosis at c5-6 status post anterior cervical diskectomy and fusion for cervical disk herniation.device #1is this a laboratory device or laboratory test?no.